Manufacturer narrative:
The pump was received with normal operating currents and passed the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarms were noted. The motor passed the motor test. The rewind functioned properly during testing. The pump was received with minor scratches on the lcd window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed motor error after bolus delivery. It was noted that the customer was unable to rewind as they continued to receive a motor error alarm. Customer stated that they woke up in the morning with blood glucose readings of 450 mg/dl. During troubleshooting the drive support cap and all settings appeared to be normal. Displacement test was performed and passed. Customer was advised to revert to a back up plan and return the insulin pump for analysis.